Event description:
It was reported that the device had accuracy - high (volume, temperature, pressure) issue. There was patient involvement, but impact is unknown. Although requested, no additional information was provided. Bd received additional information. It was reported that the pcu pump was "dispensing medication at a faster rate."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had accuracy - high (volume, temperature, pressure) issue. There was patient involvement, but impact is unknown. Although requested, no additional information was provided. Bd received additional information. It was reported that the pcu pump was "dispensing medication at a faster rate." Per customer (facility's biomed), "the work order was placed for the pca and was sent with an out of order tag for dispensing medication at a faster rate. The staff did not keep the programmer or any other devices involved together so we have no other information or equipment." Multiple requests have been made but no additional information has been provided.

Manufacturer narrative:
Correction : describe event or problem, annex b : b21 annex c : c21 annex d : d16 additional information : device available for eval, returned to manufacturer on, device eval by manufacturer annex a : a25 annex g : g07001 annex b : b01, b14 annex c : c19 annex d : d14 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of an over infusion was not confirmed or replicated during testing of the returned syringe module. ¿ laboratory test results performed on the reported suspect device confirmed the syringe module to be within specification. ¿ an internal and external inspection was performed, and no issues were found that could have contributed to the reported over infusion. All parts inspected were manufactured by bd. ¿ testing and inspection of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the report of an over infusion was not determined. The incident device was fully evaluated based on the provided details, and no issues or anomalies were observed regarding the reported issue.